Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, the customer experienced an elevated blood glucose (bg) level of "high" on the continuous glucose monitor; cause of high bg was unknown. Customer administered a manual injection to address bg. The customer declined to further troubleshoot the issues, therefore no additional information could be obtained.